Event description:
Following intraocular lens (iol) implant surgery in 2005 and lasik surgery in 2006, a consumer reports intermittent ghosting of images at certain angles approx three months later. The surgeon reports patient outcome as "good" and states the patient has a slightly irregular astigmatism which may be causing or contributing to the ghosting.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints in this lot number. Additional information was requested 04/27/2007 and 04/29/2007 by phone, mail and fax. Additional information was provided on 04/27/2007, 05/04/2007 and 05/17/2007 by mail and phone.